Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe had tiny black specks inside the barrel of the syringe. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: sample evaluation: two photos were received by bd canaan and evaluated. A single 1ml ll syringe was depicted in the photos from a reported batch #7082993 (p/n 309628). The barrel was observed to have numerous black embedded foreign matter particles. DHR review for batch 7082993 (p/n 309628): manufacturing dates: 04/04/2017 ¿ 04/05/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. A water leak was recorded in one of the molding machines manufacturing the barrels for this product. The machine was down for approximately 4 hours to address the problem before production resumed. Batch 7082993 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause: the defect observed was identified as over processed plastic due to elevated temperature inside the molding machine, such as during start up. It is possible that some of the degraded plastic remains inside the molds manifold and may become dislodged affecting a limited number of barrels. This condition is attributed in part to the inconsistent frequency of mold manifold cleaning. Corrective actions: (1) manifold cleaning frequency was recently increased as a preventive measure for embedded foreign matter similar to the defect observed in the sample received. The most recent manifold cleaning for this mold was performed in january 2018. (2) the manifold cleaning was added to the preventive maintenance plan of the mold. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.